Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high and gradual threshold increase over eighteen months. The lv lead was capped, and remains in the patient. A new lv lead was placed in the lateral vein. No patient complications have been reported as a result of this event.